Manufacturer narrative:
The unit was received with a constant software error alarm due to a software error. The following physical damage was noted: cracked case at reservoir tube window corners and minor scratches on the lcd window.

Event description:
No incident details were provided. The insulin pump was returned for analysis.